Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The system was stuck on "system booting, please wait." The config files were not present in the system but were located on a usb inside the mobile view station (mvs) cart. The rep reloaded the config file and tested system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system pendant reflected "system booting please wait" for about 10 minutes and would not let them proceed. They tried rebooting twice with no change. Technical services walked the rep through logging into the image acquisition system (ias) computer remotely from the mobile view station (mvs). He was able to but was met with an error message that he clicked okay and could see the desktop. Attempted to open the imaging system application but a "config file error" message appeared. Tried to navigate to the back-up config file to restore but it was not saved on the system. The surgeon chose to discontinue use of the imaging system. There was no reported impact to the outcome of the patient.